Event description:
It was reported that a patient had her device explanted due to an infection. It is planned to have the device replaced once the infection resolves. Further information is being requested from the hcp.